Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. Two (2) cassette sample units were returned in new condition with its original closed package for evaluation. Visual and functional testing were performed. The samples didn?t present any damage, scuffs, pinch marks, cracks, crazing that could cause the failure mode reported. The samples were fully priming and connected without difficulty, the pump was set running and the alarm was not activated. The reported issue was not duplicated. The root cause of the reported issue was unable to be determined.

Event description:
Information was received that this smiths medical cadd cassette reservoirs exhibited alarm "no disposable" with the cassettes that were being used. No adverse effects were.